Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with its original pouch with the catheter bent, as part of overall visual revision. The imaging window was detached from the sheath assembly at the lapjoint section. The imaging window was not returned. The functional inspection was not able to be performed due the conditions of the device.

Event description:
Reportable based on the product analysis completed on 19may2020. It was reported that the catheter could not cross the lesion. The target lesion was located in the severely stenosed left anterior descending artery. An opticross imaging catheter was used to view the target lesion. During the intravenious ultrasound, catheter could not cross the lesion. The procedure was completed with a same device. No patient complications were reported. However, returned device analysis revealed the imaging window was detached from the sheath assembly at the lapjoint section.